Event description:
It was reported that the right ventricular (rv) leads were attempted but not used during the implant procedure. The first lead was positioned at the interventricular septum. The impedance and threshold values were not within acceptable range, so the lead was repositioned. The physician was unable to retract the helix. The lead was removed and replaced. It was noted that the physician had difficulty extracting the lead due to the anatomy of the patient. A second lead was attempted with additional length for the patient's large right atrium. The physician experienced placement difficulty with the lead. Several attempts were make to advance to the coronary sinus, however, measurements were not ideal during positioning. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that the helix could be fully extended and retracted. If information is provided in the future, a supplemental report will be issued.